Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm.

Event description:
A report was that the patient will undergo a revision procedure wherein the leads will be replaced. Reason for revision is unknown.

Manufacturer narrative:
Additional information was received that the reason for revision was inadequate stimulation. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was that the patient will undergo a revision procedure wherein the leads will be replaced. Reason for revision is unknown.